Event description:
A report was received that the patient was unable to charge after a previous revision (MFR report #: 3006630150-2013-02537). The ipg was implanted too deep. The patient underwent a revision procedure and was doing well post-operatively.

Event description:
A report was received that the patient was unable to charge after a previous revision (MFR report #: 3006630150-2013-02537). The ipg was implanted too deep. The patient underwent a revision procedure and was doing well post-operatively.